Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21914. Related manufacturer reference number: 1627487-2020-21915. It was reported the patient stopped using her ipg because she was pregnant. It was reported that patient also needed an MRI. As a result, the patient¿s system was explanted on an unknown date.

Manufacturer narrative:
Correction: section e1: physician information has been corrected after additional information found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient's system was removed on (B)(6) 2020. Additionally, the patient developed a hematoma and it required drainage.